Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to moisture damage on keypad traces. Unable to perform the displacement tests due to a keypad anomaly. No moisture damage on electronic assembly.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 332 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.